Event description:
It was reported to boston scientific corporation that a preloaded advanix biliary stent with naviflex rx delivery system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a female patient (patient age and weight are unknown). During the procedure, the guide catheter broke during the stent deployment attempt. There physician was able to withdraw the entire device as the guide catheter did not detach from the delivery system. The procedure was successfully completed with another preloaded advanix biliary stent with naviflex rx delivery system no reported patient complications. The patient was reported to be fine after the procedure.

Event description:
It was reported to boston scientific corporation that a preloaded advanix biliary stent with naviflex rx delivery system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a female patient (patient age and weight are unknown). During the procedure, the guide catheter broke during the stent deployment attempt. There physician was able to withdraw the entire device as the guide catheter did not detach from the delivery system. The procedure was successfully completed with another preloaded advanix biliary stent with naviflex rx delivery system no reported patient complications. The patient was reported to be fine after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the device revealed that the guide catheter was received inside the push catheter assembly. The guide catheter was detached from the pullwire. The pullwire was kinked/bent at multiple locations near the proximal end of the device. The stent was not returned for evaluation. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.